Manufacturer narrative:
This report is being filed to provide additional information in b.4, b.4, h.1, h.6 and h.11 and corrected information in a.1 and b.5. Investigation: the signals in the run data file indicate that the plasma possessed a red coloration, beginning as soon as plasma initially passed by the line sensor during bulk expression. The plasma continued to possess a consistent red coloration throughout both plasma and platelet expression. There were no alerts or alarms during the run. This red coloration seen in the run data file signals is consistent with the images of the ipu provided by the customer. Based on the available information, it cannot be ruled out the whole blood unit may have become hemolyzed prior to the unit being loaded into the reveos device. Additionally, it cannot be ruled out that the red coloration of the plasma present for this unit may have impacted the ability of the system to optimally end the platelet collection, and subsequently resulted in some rbcs being present in the platelet product. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. The customer did not respond to multiple attempts to obtain information for the investigation such as patient (recipient) information, recipient outcome, procedural details and lot information. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported hemolysis with some rbcs are passing to the platelet bag making it bloody. There was not a transfusion recipient or patient involved at the time of this incident, therefore no patient information is reasonably known at the time of the event. After multiple follow-up attempts, no additional procedural details were provided. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported hemolysis with some rbcs are passing to the platelet bag making it bloody. There was not a transfusion recipient or patient involved at the time of this incident, therefore no patient information is reasonably known at the time of the event. After multiple follow-up attempts, no additional procedural details were provided. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in d.4, h.6 and h.11 and corrected information in b.1 and g.2. Investigation: the signals in the run data file indicate that the plasma possessed a red coloration, beginning as soon as plasma initially passed by the line sensor during bulk expression. The plasma continued to possess a consistent red coloration throughout both plasma and platelet expression. There were no alerts or alarms during the run. This red coloration seen in the run data file signals is consistent with the images of the ipu provided by the customer. Based on the available information, it cannot be ruled out the whole blood unit may have become hemolyzed prior to the unit being loaded into the reveos device. Additionally, it cannot be ruled out that the red coloration of the plasma present for this unit may have impacted the ability of the system to optimally end the platelet collection, and subsequently resulted in some rbcs being present in the platelet product. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Two photographs were submitted in lieu of the disposable set to aid in the investigation. Image analysis identified a reveos platelet bag containing red blood cells mixed with platelets. The label shows the marking 'pyi-87'. The photos confirm the presence of hemolysed red cells within the platelet product. Root cause: a root cause assessment was performed for this complaint. The signals in the run data file indicate that the plasma possessed a red coloration, beginning as soon as plasma initially passed by the line sensor during bulk expression. The plasma continued to possess a consistent red coloration throughout both plasma and platelet expression. There were no alerts or alarms during the run. This red coloration seen in the run data file signals is consistent with the images of the ipu provided by the customer. Based on the available information, it cannot be ruled out the whole blood unit may have become hemolyzed prior to the unit being loaded into the reveos device. Additionally, it cannot be ruled out that the red coloration of the plasma present for this unit may have impacted the ability of the system to optimally end the platelet collection, and subsequently resulted in some rbcs being present in the platelet product.

Manufacturer narrative:
Investigation: the signals in the run data file indicate that the plasma possessed a red coloration, beginning as soon as plasma initially passed by the line sensor during bulk expression. The plasma continued to possess a consistent red coloration throughout both plasma and platelet expression. There were no alerts or alarms during the run. This red coloration seen in the run data file signals is consistent with the images of the ipu provided by the customer. Based on the available information, it cannot be ruled out the whole blood unit may have become hemolyzed prior to the unit being loaded into the reveos device. Additionally, it cannot be ruled out that the red coloration of the plasma present for this unit may have impacted the ability of the system to optimally end the platelet collection, and subsequently resulted in some rbcs being present in the platelet product. Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported hemolysis. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.